Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead exhibited intermittent capture. Impedance measurements were stable but the sensing dropped from 12mv to 5mv. No pauses were noted. Additional information was received indicating that the source of intermittent capture was not conclusively determined. The issue was resolved after the lead was repositioned. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.